Event description:
It was reported that the end user developed a superficial open area under mass distal to stoma. The end user described it as 'skin breakdown around his stoma.' He went to the emergency room for eval and was seen by the (B)(6) on (B)(6) 2015. He was prescribed oral antibiotics and a topical dressing (names not provided). The end users mother also stated that the end user 'though things were better' taking the oral antibiotics and using the topical dressing.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No further info was available at the time of the report. Add'l pt/event details have been requested. Should add'l info become available, a follow-up report will be submitted.